Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was observed having wire exposed and lead insulation pulled out from tip. An attempt to obtain additional information from the field representative was unsuccessful. This lead was surgically abandoned. No additional adverse patient effects were reported.